Manufacturer narrative:
Device received with currents in spec. Unit unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the excessive no delivery alarm due to prime anomaly. Cracked display window corners. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer had been having high blood glucose. Customer had changed the infusion set several times. Customer's blood glucose was over 440 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.